Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 2025 the user reported being unable to complete an insulin supply change due to repeated device alerts. The user attempted multiple restarts without resolution. The agent arranged for replacement of the device. The user¿s blood glucose was not affected. No long-term health effects were reported.